Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. Date of issue is an approximation. The patient's physician stated upon insertion of the sensor, the needle failed to retract into the applicator which resulted in a soft tissue infection that required incision and drainage and IV antibiotics. It was presumed the reported cellulitis was at the sensor insertion site. At the time of the report, the patient was hospitalized, and general surgery was scheduled for (B)(6) 2020 to remove "the foreign body." Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/28/2021. The patient reported she had general surgery to remove two pieces of the needle that remained in the insertion site after experiencing a needle retraction issue. Initially, she experienced a needle retraction issue, removed the applicator/sensor without assistance; however, 8 -10 days later, the insertion area was inflamed and swollen. She went to her doctor, who diagnosed her with an abscess, incised and drained the abscess, and prescribed oral antibiotics. Three days later, the abscess had not improved, she was evaluated in the emergency department (ed) for a possible ¿deep abscess¿, a computed tomography (CT) scan was preformed which confirmed retained pieces of needle. The area was incised again in the ed but the medical doctor (md) was unable to remove the needle pieces. She was admitted to the hospital, started on intravenous (IV) antibiotics, had general surgery three days after admission, and 2 needle pieces were removed from her thigh. The area has healed without incident. She has since discontinued using the dexcom system and is using a different cgm system with her omnipod insulin pump. The allegation of a detached needle was confirmed based on the CT scan results; however, the needle was not able to be removed with surgery. The probable cause cannot be determined. No additional patient or event information is available.